Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes

Event description:
It was reported that on (B)(6) 2007 the patient presented with the following pre-operative diagnosis: non-union pseudoarthrosis l2-3 and l3-4, status-post prior fusion with spinal stenosis of l2. The patient underwent the following procedures: 1. Exploration of fusion l2-3 and l3-4. 2. Revision of posterolateral spinal fusion t11-l4. 3. Pedicle screw instrumentation t11-l4. 4. Left iliac rest bone graft. Per op notes: the top of the crest was carefully removed with a leksell rongeur. Cortical cancellous graft was harvested with osteotomies and curettes. The operative site was copiously irrigated, filled with gelfoam and closed with #1 vicryl suture. They then turned our attention back to the main spinal wound. They then performed a posterolateral arthrodesis from t11 down l4. They decorticated all the posterior elements including transverse processes, lamina, pars interarticularis, and removed the facet joints. Three large rhbmp-2 kit was prepared according to manufacturer's instructions and reconstituted with bone morphogenic protein and soaked for greater than 15 minutes. The bmp was cut into strips and laid over the posterior element. Iliac crest autograft and bone graft substitute was then packed dorsal to this in order to complete a posterior arthrodesis from t11 down to l4. (B)(6) 2011 the patient presented with complaint of pseudoarthrosis l3-l4. The patient underwent the following procedures: 1. Revision posterior spinal fusion of l3-l4. 2. Segmental instrumentation l2-l5. 3. Local autograft bone. Per op notes: exploration of the fusion mass did confirm pseudoarthrosis at l3-l4. They replaced screws in the old screw holes at l2 and l3. They then decorticated the prior fusion mass including the level of the pseudoarthrosis. Rhbmp-2 local bone obtained for laminectomy and bone graft matrix were packed into the area of the pseudoarthrosis in order to complete a posterolateral arthrodesis at l3-l4. There were no apparent complications. The patient also underwent the following two procedures: 1. Anterior spinal fusion, l3-l4. 2. Cage instrumentation, l3-l4. Per op notes: we used a cage, 22 millimeters in length, 10 millimeters in height. After trialing, one-third of a large rhbmp-2 kit was packed into the cage. The cage was impacted so that it was in the anterior-half of the disc space and well centered. This completed the with cage instrumentation. Patient alleges unspecified injury due to the use of rhbmp-2